Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine (unknown) 40 mg/ml at 6.615 mg/day, marcaine (bupivacaine) 24 mg/ml at 3.96 mg/day, and clonidine 720 mcg/ml at 119 mcg/day via an implanted pump for non-malignant pain and failed back surgery syndrome. After a side port aspiration they did a bridge bolus instead of a priming bolus. The patient started having symptoms of nausea and vomiting and was back in on (B)(6) 2016 to prime the rest of the catheter after infusing 27 hours and give an additional 0.5mg bolus. The change in therapy/symptoms was sudden. It was calculated the catheter volume was 0.0194ml. There was 0.0104ml left to infuse + 0.0125ml bolus= 0.0229ml total prime volume. It was further reported there was no device issue and the reason for the side port aspiration was to check before a scheduled pump replacement later in the month. The reason for the event was a programming error. The patient's status was not provided.

Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 8840, lot# serial# unknown, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.